Manufacturer narrative:
Concomitant medical products: dtmc2d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the right ventricular (rv) lead had artifacts with oversensing. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported that the crt-d battery did not deplete abnormally. It was determined that the crt-d exhibited a shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use.